Event description:
It is reported that the bone screw drill fractured during use.

Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Eval summary: the cutting edges of the drill are dull most likely due to its approx 7.5 years in the field. This drill was produced prior to a print change that added thickness to the web of the flute to improve the drill's strength and durability. Eval: as returned, the 3.2 mm bone screw drill has fractured just beyond the start of the fluted section. Dimensional analysis of the returned drill found that it meets print specs where measured. Additionally, the hardness of the drill was checked and is within spec.